Event description:
It was reported that the unit delivered low energy output found during servicing. No patient was involved. This was discovered during routine incoming inspection for a returned loaner device. Loaner devices are provided to customers who require a device while theirs is in for service.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the customer for evaluation. The customer complained of lower than expected energy output for selectable therapy settings. Testing duplicated the low energy delivery reported in the complaint. The cause was isolated to single disconnected component (capacitor) within a group of identical components that delivery defib therapy. When a single component fails in a bank of components designed to deliver therapy, a reduction in energy output results. After repair, the device passed acceptance testing and was shipped back to the customer.